Manufacturer narrative:
No complaint was received with return of the device. As received, a partial lead was returned in two pieces. The connector portion measuring 21.5 cm and the distal portion measuring 27.0 cm. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 21.2 ¿ 22.0 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.